Manufacturer narrative:
The product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided from the account for further investigation. (B)(4).

Event description:
A health professional reported that after an intraocular lens (iol) implant surgery, the lens rotated inside the patients eye. The patient had a secondary surgery to reposition the lens. The patient is very happy with their vision as the astigmatism has decreased 0.25 diopters. Additional information has been requested.